Event description:
It was reported that (1) 511o was used during a lap chole procedure. It was reported by the rep that the surgeon attempted to enter abdomen with 10/11mm non bladed trocar. Upon insufflation it was determined that the surgeon entered the forth segments of the duodenum. The surgeon opened the pt and repaired the hole caused by non bladed trocar. The pt had a rocky recovery and is still in the hospital for a retroperitoneal abscess. It has been about a month since the surgery. The pt has had one other operation to explore abdomen since operation. The pt is still in the hospital.